Event description:
The pt had a mr exam. He was scanned in head first position with the synergy body coil positioned on the pelvis/hip area. After the examination, redness of the skin was seen on the inner thighs. On (B)(6) 2010, additional info was sent to philips indicating that the pt had called back to the hospital. The pt was now reporting two blisters of about the size of quarter (coin) on the inner upper thighs.

Manufacturer narrative:
The conclusion is that these burns were most likely skin-to-skin burns. Skin-to-skin burns are a known cause for rf burns during an MRI scan. The best way to prevent skin-to-skin rf burns is to create enough isolation between the two skin surfaces either by distance or by an isolating material between the skins. Therefore, an accessory set is part of the every mr system delivery containing several spacers and cushions. These accessories were not used with this pt. The instructions for use contain extensive warnings and instructions for pt positioning. In addition with this case, a number of scans with high sar were applied which may have also contributed to the burns. Note: the indicated importer has rec'd FDA exemption number, (B)(4) to submit one FDA form 3500a to satisfy both the importer and MFR for the same event.